Manufacturer narrative:
Pump received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify battery out limited due to detached end cap. Pump history download using thds was successful. However, there is no data available on ( 30-oct-2025), unable to perform data analysis for high bg's, battery out limited complaint. The following were noted during visual inspection: corroded battery tube, cracked belt clip slot, broken battery tube threads, missing end cap sticker, stained address/serial number label and broken reservoir tube lip. The test infusion set and reservoir does not lock into place due to the reservoir tube lip completely broken off. Unable to verify high bg and battery and battery out limit due to detached end cap. Battery compartment damage is confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported high blood glucose and the pump has turned off. Also, the customer reported a crack on the battery case tube side and the battery tube threads. The customer reported a blood glucose value of 257 mg/dl. The customer reported hyperglycemia was treated with the manual injection/insulin pen. The event involved products mmt-751nas, mmt-332a, and mmt-386a. Troubleshooting was performed for cosmetic damage, and the crack was impacted the pump's functionality. Troubleshooting was not performed for high blood glucose, and it was unknown whether the customer has been using the insulin pump system within 48 hours of the reported high blood glucose event or not. It was unknown whether the customer was used the auto mode feature at the time of the event or not. No further patient complications were reported. No product return is required for mmt-751nas, mmt-332a, and mmt-386a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.